Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that contamination occurred. The target lesion was located in the iliac artery. A 9.0 x 40, 135cm mustang balloon catheter was selected for use. During unpacking, it was noted that the sterile package had been damaged. The device was not used, and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that contamination occurred. The target lesion was located in the iliac artery. A 9.0 x 40, 135cm mustang balloon catheter was selected for use. During unpacking, it was noted that the sterile package had been damaged. The device was not used, and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure. It was further reported that the sterile pouch was already damaged upon unpacking the external package. This compromised the sterility of the device.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device eval by manufacturer: the device was returned for analysis. The outer box was noted to be opened, and the blue seal was also noted to be unfastened. The outer box was noted to be damaged. The inner pouch was found to be opened. The device was still in its coil and appeared to be unused.